Event description:
It was stated that the customer was taken to the emergency room for low blood glucose readings. The blood glucose reading was 208 mg/dl at the time of the call. It was stated that the customer changed the infusion set prior to the hospitalization and the insulin pump was giving an alarm during the manual prime. The customer was also connected during the manual prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.